Event description:
It was reported that during a clinic visit, the right ventricular lead exhibited noise reversion and inappropriate auto mode switch episodes due to oversensing. The noise could not be reproduced with isometrics and pocket manipulation. The device was reprogrammed. No patient symptoms were reported; the patient would continue to be monitored.

Event description:
New information indicated that the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that the right ventricular lead continued to exhibit noise.

Event description:
New information indicated that noise continued to be observed after programming changes were made.